Event description:
Customer reported leaking from the pumping segment and the IV fluids were running onto the floor. No pt harm reported.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for eval. It has not been received. A f/u report will be submitted if further info is obtained.